Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a system explant due to wound dehiscence and hardware exposure. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: db-2202-45. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: dbs directional lead sterile kit 45cm unique identifier (UDI) #: (B)(4). Model number/catalog number: db-2202-45. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: dbs directional lead sterile kit 45cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: nm-3138-55. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: 55cm 8 contact extension. Unique identifier (UDI) #: (B)(4). Model number/catalog number: nm-3138-55. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: 55cm 8 contact extension unique identifier (UDI) #: (B)(4). Model number/catalog number: db-4600-c. Serial number: n/a. Batch/lot number: 35695391. Model/catalog description: suretek burr hole cover kit. Unique identifier (UDI) #: (B)(4). Model number/catalog number: db-4600-c. Serial number: n/a. Batch/lot number: 35357578. Model/catalog description: suretek burr hole cover kit. Unique identifier (UDI) #: (B)(4).